Event description:
Customer reported that the system will not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable, cleaned white grease from the camera lens and adjusted the camera and image intensifier focus. System operates as intended.